Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the medi-trace electrodes. The medical facility reported that a pt had a skin reaction to the electrodes that were placed on the pt's skin for a EKG and a 10 minute stress test. On (B)(6) 2010, further info was obtained by covidien indicating that the physician prescribed the pt the topical steroid cream topilene to treat the reaction. The pt is reported to be in good condition.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.